Event description:
Reportedly, the patient called the center on (B)(6) 2021 because the status light on the subject smartview hotspot did not light up when the patient tried to send a pit. The light did not turn on when the power outlet was plugged and all cables were connected, despite several attempts. The power light on the wirex was lit and the signal strength was green on 3 to 4 leds. This was the patient's first experience after one year of usage. The smartview hotspot and the wirex were replaced on (B)(6) 2021.

Event description:
Reportedly, the patient called the center on (B)(6) 2021 because the status light on the subject smartview hotspot did not light up when the patient tried to send a pit. The light did not turn on when the power outlet was plugged and all cables were connected, despite several attempts. The power light on the wirex was lit and the signal strength was green on 3 to 4 leds. This was the patient's first experience after one year of usage. The smartview hotspot and the wirex were replaced on (B)(6) 2021.